Event description:
It was reported that the stored egms revealed noise on the lead. The patient refused the surgery for lead replacement. Tachy therapy was disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.